Manufacturer narrative:
There were no manufacturing discrepancies visually observed with the returned device. Functional evaluation revealed that the returned device performed as intended; therefore, the complaint could not be verified and the root cause could not be determined with confidence. Based on the reported error message, the controller exhibited ¿connect wand¿, it is possible that the wands connector block was not fully inserted into the controller panel. It is also possible that there may be an issue with the facilities controller which was not returned for evaluation. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the generator displayed an error message when the wand was connected. A second wand from a different lot was connected but the same error message was displayed. The procedure was cancelled and rescheduled. No patient injury or complications were reported. Report 2 of 2.